Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had not used the implantable neurostimulator (ins) for over 1 year. It was noted that impedance re adings were greater than 10000 ohms on electrodes 8-15. It was unknown why the patient was not using stimulation or why the 8-15 tail wasn¿t working or how long they weren¿t working. It was reported that the patient was doing fine. The patient was pain free and had been for quite some time and didn¿t require the use of the stimulator. It was noted that the health care professional accidentally cut the lead during a device replacement and this was the cause of the electrodes 8-15 not functioning. It was noted that even when the patient used her therapy, these electrodes were not needed.

Manufacturer narrative:
(B)(4).